Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no ramping numbers or scroll bar moving on its own noted. The unit was also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 181 mg/dl. The customer's father stated that the customer had been trying to program a temporary basal, and when she went to input the time, she observed random numbers flashing. He stated that the device was scrolling through the times, and none of the buttons garnered any response. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.